Event description:
It was reported that during a system implantation procedure cardiac arrest occurred when the device was first connected to the right atrial (ra) lead and the right ventricular (rv) lead was not yet connected. It was explained that oversensing could occur with the ventricular lead not connected. The physician was unable to establish contact between the implantable pulse generator (ipg) device and the associated leads and there was no pacing. There was no evidence of loose pins and the lead measurements were acceptable on the analyzer. Blood contamination in the ventricular port or grommet damage was suspected. The device was replaced successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned, analyzed, and no anomalies were found. Concomitant products: 457445 implantable pacing lead 2013 (B)(6); 407452 implantable pacing lead 2013 (B)(6). (B)(4).